Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as inconclusive. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.